Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, undefined cartridge alarms occurred. Customer declined to provide any further information.